Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead exhibited capturing issue. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of unspecified capture issue was not confirmed. As received, a complete lead with helix locking tool attached was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.